Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise in shock and pace impedance measurements. Shock impedance measurements were greater than 125 ohms, and rv pace impedance remained within normal limits. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise in shock and pace impedance measurements. Shock impedance measurements were greater than 125 ohms, and rv pace impedance remained within normal limits. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead exhibited a rise in shock and pace thresholds from 0.8 v to a more recent measurement of 2.4v. Pace impedance measurements had jumped from 400 ohms at implant to 800 ohms within the first six months of implant, but had otherwise been stable since then. Shock impedances rose from 50 ohms at implant until the recent rise to high out-of-range shock impedance measurements greater than 125 ohms. There was no evidence of noise or oversensing. It was noted that the patient recently had unrelated open heart surgery, and tissue changes may have impacted lead measurements. Lead sensing and pacing were functioning well at this time. This rv lead remains in service, and cotinued monitoring was recommended. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise in shock and pace impedance measurements. Shock impedance measurements were greater than 125 ohms, and rv pace impedance remained within normal limits. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead exhibited a rise in shock and pace thresholds from 0.8 v to a more recent measurement of 2.4v. Pace impedance measurements had jumped from 400 ohms at implant to 800 ohms within the first six months of implant, but had otherwise been stable since then. Shock impedances rose from 50 ohms at implant until the recent rise to high out-of-range shock impedance measurements greater than 125 ohms. There was no evidence of noise or oversensing. It was noted that the patient recently had unrelated open heart surgery, and tissue changes may have impacted lead measurements. Lead sensing and pacing were functioning well at this time. This rv lead remains in service, and continued monitoring was recommended. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.